Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was having issues with the pump. The reporter stated that the patient does not believe that the pump is delivering insulin properly. No additional information is available at this time. This report is made based on the allegation of the history settings/inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.